Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with Backup Battery Fault that did not resolve with self-test. The Backup Battery SN (b)(6), had 30 months left. The Backup Battery was replaced and will be returned for analysis. No Log Files were available. It was reported that there were multiple Emergency Backup Battery (EBB) Fault Alarms despite new EBBs. The System Controller and EBB was replaced. The Modular Cable was also replaced at that time. No Log Files were available. The original System Controller and EBB was intended to be returned to Abbott for evaluation.